Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient had surgery. Vascular access was obtained via the femoral artery. The eccentric target lesion containing >45 and <90 degrees bend was located in the mildly calcified first diagonal branch. A 16 x 2.75 promus premier¿ stent was advanced but failed to cross the acute angle of diagonal branch. The device was removed and other stents were used; however, the other stents were also unable to cross the lesion. Subsequently, the patient was sent for medical management. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that on the 4th most distal stent strut row, stent struts were lifted slightly. The undamaged section crimped stent maximum od (outer diameter) measurement was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found a longitudinal tear extending 3mm distally at the guidewire exchange port and also the shaft was noted to be kinked at the same site. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the patient had surgery. Vascular access was obtained via the femoral artery. The eccentric target lesion containing greater than 45 and less than 90 degrees bend was located in the mildly calcified first diagonal branch. A 16 x 2.75 promus premier stent was advanced but failed to cross the acute angle of diagonal branch. The device was removed and other stents were used; however, the other stents were also unable to cross the lesion. Subsequently, the patient was sent for medical management. No further patient complications were reported and the patient's status was stable.